Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit alarming and not booting up. There was no patient involvement.

Manufacturer narrative:
Updated fields: (site country), ( type of investigation, investigation findings, investigation conclusion, component code). Additional information: e1 (event site email : (B)(6). A getinge field service engineer (fse) users surfaced a critical alarm on the unit when attempting to turn on the console. The unit is unable to boot up. Users turned the unit to biomed for resolution. On 17 august, troublested unit with garibay over the phone. Garibay is unable to boot up unit neither on clinical nor service modes, surfacing the critical alarm tone. Narrowed down the issue to the executive processor board. Order board assembly overnight, however on back order at the time. Board received on 15 september 2022, under fedex number 601800413223. Reported onsite on 20 september. Initially able to test unit on service mode without issue. Identified nothing unusual in the logs attached for reference. However, unable to access the unit on clinical mode, surfacing the critical alarm tone. Executive processed codes stopped at da, before timing out at code fo. After the aforementioned attempts, unable to boot up neither on service nor clinical modes, surfacing the critical alarm tone. Replaced suspect executive processor board. Installed software to version b17. Upon replacing the executive processor board, able to access the unit on clinical mode to calibrate the 30 psi transducers, as well as the helium transducers, and touchscreen. Unit calibrated and passed all functional and safety tests per factory specifications. No patient involvement returned to customer and cleared for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The executive processor board was observed per the cardiosave service manual with no visual damage. The failure analysis and testing dept. Installed the executive processor board into the cardiosave test fixture and tested the executive processor board to factory specifications per procedure number and the cardiosave service manual. Failure analysis and testing dept. Verified the failure of the exe processor board not booting up during normal use (blank screen). Executive processor board will be held to the fat dept. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) unit alarming and not booting up. There was no patient involvement.